Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occured approximately 15 years ago. Evaluation was not possible. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after fifteen-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening and poly wear.